Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Event description:
It was reported that the patient implanted with this spinal cord stimulator was seen in the emergency room and admitted to the hospital after a suicide attempt. The patient reported being in pain, describing it as lightning strikes through their head as well as left arm weakness. The patient alleged their stimulator, and associated lead, placement contributed to their pain. The patient requested that their stimulator be reprogrammed due to new pain in their head and neck that was not covered by their current programs. A boston scientific representative attempted to contact the patient by phone and the patient did not communicate and disconnected the call. Three attempts to contact the patient were made within approximately 90 days. It was not possible to leave a voicemail message. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of ard 2191: patient requests to meet with rep at physician office; arp codes: 9205: pain, 9307: weakness, 9382: suicidal ideation; ai codes: f11: minor injury, illness, impairment, f08: hospitalization or prolonged hospitalization was defined in the risk documentation. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Event description:
It was reported that the patient implanted with this spinal cord stimulator was seen in the emergency room and admitted to the hospital after a suicide attempt. The patient reported being in pain, describing it as lightning strikes through their head as well as left arm weakness. The patient alleged their stimulator, and associated lead, placement contributed to their pain. The patient requested that their stimulator be reprogrammed due to new pain in their head and neck that was not covered by their current programs. A boston scientific representative attempted to contact the patient by phone and the patient did not communicate and disconnected the call. Three attempts to contact the patient were made within approximately 90 days. It was not possible to leave a voicemail message. No additional adverse patient effects were reported.